Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on may 29, 2025 with lot number 1541943. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed 2 openings assessed as fold flaw opening as per the investigation procedure, creases, non penetrating nicks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. .

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "rupture". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.